Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. The event occurred in (B)(6). Consumer reported that u by kotex fitness regular tampons unraveled and fell apart into two pieces during removal. Consumer started to feel ill after removing the 10th tampon. She experienced fever, vomiting, swelling of vaginal area, weakness, and inability to eat or drink. The doctor confirmed that pieces of tampon remained inside and was able to successfully remove all of the pieces. Bloodwork was performed and affected area swabbed. Consumer was diagnosed with an infection. Consumer was prescribed clobetasol topical cream and levofloxacin 500ml. Consumer finished the course of antibiotic and continues to use the cream as needed. Consumer followed up with her gynecologist on (B)(6) 2018. The gynecologist detected swelling. Consumer plans to follow up with her primary care doctor as well but reports that she is improving.